Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On(B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain") and dyspareunia ("pain during intercourse"). Essure treatment was not changed. At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, fatigue, abnormal weight gain and dyspareunia had not resolved. The reporter considered abnormal weight gain, back pain, dyspareunia, fatigue, heavy menstrual bleeding, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure devices are within the fallopian tubes with complete occlusion bilaterally. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received-new reporter, lab data, were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.